Manufacturer narrative:
(B)(4). Per photographic evaluation: one picture was provided; the picture shows a blue cartridge, fully fired as the drivers can be seen exposed, in addition two staples can be appreciated aside of the cartridge in a proper b-form shape. Based on the picture alone no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic radical gastrectomy for gastric cancer procedure, after fired, found the distal staples malformed with irregular shape. The distal reload driver did not return. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.